Manufacturer narrative:
Updated sections: d4 expiration date and UDI, h4, h6 type of investigation, investigation findings and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. The subject device has also not been returned for evaluation. Based on the limited information available, the root cause of this event cannot be determined.

Manufacturer narrative:
Requests for additional information have submitted; however, per the healthcare provider, additional information cannot be provided since they do not retain patient records past seven years. The subject device is also not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 6625 porcine mitral valve implanted for 11 months underwent redo mitral valve replacement due to unknown reasons. A 31mm 6625 porcine mitral valve was implanted in replacement. No other details are available. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.